Event description:
Watchman device placed on the above date. Follow up echo (echocardiogram) showed no effusion on (B)(6) 2025. Tee (transesophageal echocardiogram) on (B)(6) 2025 identified tear in the nitinol fabric of the watchman. This patient must now continue to remain on blood thinners, despite the goal of the watchman was to get off blood thinners. This patient experienced an ischemic cva (cerebrovascular accident) while on blood thinners prior to placement of watchman. Approximate 0.3 mm tear identified in watchman cloth/fabric.